Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient used to charge once a week, but now he charged every 3 days. It was noticed in the couple days prior to the report that the ins had been dying faster than before. Settings had not been changed. No symptoms or further complications were reported.